Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incidents and patient death could not be conclusively determined. Reported unexpected medical intervention was result of case specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on cine review: "the pacemaker wire was removed after completion of the tavi procedure. It is unlikely that the navitor device directly caused the pericardial effusion. The most probable contributors are the pacemaker wire or the pre-dilatation process."

Event description:
It was reported that on (B)(6)2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). On echocardiography (echo) before the procedure, the patient was observed to have a minimal effusion. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted. The patient remained hemodynamically stable throughout the valve implant procedure. Protamine was noted to have been used after the procedure. Post-procedure less than 48 hours, the patient decompensated, with a larger pericardial effusion. Examination revealed perforation of the pericardium, with both the perforation and effusion located in the right ventricle. Pericardiocentesis and a wide pleuro-pericardial window was created as an intervention to treat the event. On (B)(6) 2025, the patient had passed away due to the cardiac tamponade. It was noted that the death was not related to the valve but likely to the use of temporary pacemaker.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). On echocardiography (echo) before the procedure, the patient was observed to have a minimal effusion. During the procedure, the valve was able to be implanted. The patient remained hemodynamically stable throughout the valve implant procedure. Protamine was noted to have been used after the procedure. Post-procedure less than 48 hours, the patient decompensated, with a larger pericardial effusion. Examination revealed perforation of the pericardium, with both the perforation and effusion located in the right ventricle. Pericardiocentesis and a wide pleuro-pericardial window was created as an intervention to treat the event. On (B)(6) 2025, the patient had passed away due to the cardiac tamponade. It was noted that the death was not related to the valve but likely to the use of temporary pacemaker.